Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for "lipout" with the incident lot was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of "lipout" was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of "lipout". Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a molding defect sharp protrusions. The following information was provided by the initial reporter. The customer stated: "the lip of one tube was deformed."